Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03xeg, implanted: (B)(6) 2012, product type: lead. Product ID: neu un known prog, serial# unknown, product type: programmer, physician. (B)(4)

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. No stimulation sensation was noted. Regarding when did the event or symptoms occur, the patient noted she honestly doesn't recall when it started as she wasn't aware that the stores she usually shops at started adding additional security gates at entrance sites and in front of restrooms. It was noted following some type of environmental exposure. The patient noted exposure to a theft detector or security gate. Regarding was device turned on during exposure, it was noted:" yes." The source of the exposure was from a security gate. The patient said that she typically uses program 3 as that works the best for her and she did increase all the way to 7v which is significantly higher than any of her settings however reports didn't feel any stimulation. During call the patient did increase program 3 to highest setting 8.5v and reported no stimulation and then she decreased back to the lower setting. It was noted all other programs work. The patient received implant to help with incontinence that occurs when she vomits. The patient wears a patch to control vomiting. The patch lasts 72 hours and then she replaces. It was noted that stimulation did help. The patient called hcp (healthcare provider) office first and was directed to call the manufacturer. If additional information is received, a follow up report will be sent.